Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezh1989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician is having repeated breaks in the external hub of the groshong, this is allegedly happening at least once a month. The physician states that it is happening with the initial device and the repair kit. He stated that it has been happening for years and he thinks it is a design flaw. He reported that it breaks a the end every time.